Event description:
The customer reported a leak at the connection to the maxzero and the filter. The patient was an infant. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report of a leak at the connection between the maxzero and filter was not confirmed. No anomalies were found during visual inspection, and functional and pressure testing; the set functioned without fault. The root cause of the reported leak at the connection between maxzero and filter was not identified. The maxzero connector that was mated to the filter set was not returned for investigation.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the connection to the maxzero and the filter. The patient was an infant. Although requested, no further information has been received.